Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Vyaire representative marked the unit as faulty and other event details are requested. In the meantime trending data and log files obtained. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 with unknown unit issue. It was reported that the ventilator is having an o2 calibration alarm. The customer presumed that the issue is relate to patient deterioration.